Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the photo sample noted the outside labeling of the surestep foley tray system. According to the labeling, the preconnected closed system foley tray contains a bardex lubricath foley catheter, which noted the following caution that "this product contains natural rubber latex which may cause allergic reactions." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Event description:
It was reported that the foley tray did not clearly identify that the catheter contained latex (compared to the non-latex trays which clearly notes that the catheter is latex free) so the nurse used a latex foley on a patient with a latex allergy. The complainant reported that the patient experienced labial swelling as a result of using the catheter. The catheter was then replaced with a non-latex catheter. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley tray did not clearly identify that the catheter contained latex (compared to the non-latex trays which clearly notes that the catheter is latex free) so the nurse used a latex foley on a patient with a latex allergy. The complainant reported that the patient experienced labial swelling as a result of using the catheter. The catheter was then replaced with a non-latex catheter. No medical intervention was required.